Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v009471, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), explanted: (B)(6)2013, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4)

Event description:
The patient report that their programmer was not powering on and had not been working since (B)(6) 2015. Changing the batteries didn't resolve the issue, and the programmer had not been dropped or gotten wet. It was also noted that in (B)(6) 2015 the implant had just quit out of nowhere. The patient had turned it up to 4.8 volts, and noted that they were usually around the 2.9 volt level. It was noted that the patient then charged the implantable neurostimulator (ins) successfully. Later, the patient was not feeling any stimulation, and it was noted to have stopped suddenly. The manufacturer representative (rep) checked impedances and added some programs. The results of the impedance tests were not reported. The indications for use were non-malignant pain and bone. A supplemental report will be submitted if additional information is received.